Event description:
It was reported interventional radiology has experienced some issues with this product. The blue tissue dilator is too blunt to enter the vessel. As a result, additional products are needed to gain access to the vessel. There were no delays in treatment and no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.